Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level on (B)(6) 2021. Customer¿s blood glucose level was 61 mg/dl at the time of hospitalization. Customer¿s another blood glucose level was 40- mg/dl. Customer current blood glucose level was 500 mg/dl above. The customer was treated with food and glucose tablet. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. The customer sweat too much like she is wet all over, disoriented, voice is like for stroke. Customer alleged that insulin pump was over delivering because blood glucose going down drastically for no reason and they did not know why. Customer declined troubleshooting for low blood glucose. The insulin pump and reservoir will not be returned for analysis.